Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: analysis found that the reported event of "battery can not be charged in the charger, does not matter in which slot" is confirmed at bench testing. Battery was opened up and total voltage was below 10 volts. This could be seen on ti as an cuv, puv flag. Also cell #3 was 0 volts. After examining the welding on the ptc was loose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging despite attempting to charge in multiple slots on the battery charger. The battery was exchanged. The battery was returned to the manufacturer and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Final product event summary: various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed a cell-under-voltage and pack-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Similarly, a pack-under-voltage flag occurs when the battery pack falls below the voltage threshold. Internal inspection of the battery revealed a lifted cell weld, which contributed to the under-voltage flags. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a lifted cell weld. If information is provided in the future, a supplemental report will be issued.